Event description:
Customer reported mag mode is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ffb pcb. System operates as intended. .